Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by loading a new cartridge for each event.